Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse went on-site and replaced the integrated electrosurgical unit (iesu). The system was verified and ready for use. The unit was analyzed and issue was confirmed using logs, which recorded recurrent occurrences of error c-33 on 04/16/2026, and single occurrences on 04/21/2026 and 04/22/2026. During testing, the erbe unit displayed error code c-33 at startup, while the erbe log reported code c-00. The complaint was confirmed by failure analysis.

Event description:
It was reported that an error occurred on the erbe generator, specifically error c-00. The caller indicated that this issue had been ongoing. Troubleshooting involved reviewing logs, which showed error c-33 indicating that the hf voltage measurement value was too high in the on state. A hard power cycle was performed on both the tower and the erbe generator, but this did not resolve the issue. The user was advised to connect a backup generator or use a different energy mode, such as classic coag, as a workaround. The customer proceeded using an alternative energy mode. The procedure outcome is unknown with no reported injury.